Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the battery could not be charged with the charging cable and the wall adapter. No reported adverse impact the customer's blood glucose. Reportedly, the customer was sent replacement charging cable and wall adapter.